Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented to the emergency room (ER) after hearing an audible tone from their implantable cardioverter defibrillator (ICD). Device interrogation revealed the patients right ventricular (rv) lead exhibited oversensing noise, and high pacing impedance. The lead was extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.